Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that after he first observed the reported issue, he reopened the device and checked to make sure that there were no loose connections internally. After doing so, the reported issue did not reoccur. The device booted up properly with no further boot-up, or lock-up, issues observed. After observing proper device operation through functional and performance testing the device was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The customer contacted physio-control to report that the issue had recurred which was documented in medwatch 3015876-2015-00503. As a result of the issue recurring, the device was returned to physio-control for evaluation. Physio-control examined the customer's device and verified the reported issue. Physio then replaced both the system controller (sc) and user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed system controller (sc) pcb assembly and determined that the cause of the reported issue was a shorted integrated circuit (ic) chip, designator u61. The removed user interface (ui) pcb assembly was an ancillary part and there was no failure of the assembly.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that after replacing the coin-cell battery in their device, the unit had a white display and would not complete the boot up cycle. There was no patient use associated with the reported event.